Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227802042); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and was found prematurely opened. The patient was undergoing flow diverter implantation for treatment of a big, fusiform, unruptured aneurysm in the left terminal ica with a max diameter of 1.8 cm and a 4.6 mm neck diameter. Landing zone: distal: 2.7 mm and proximal: 4.4 mm. It was noted the patient's vessel tortuosity was moderate. The accessed vessel was the left internal carotid artery (ica) with a diameter of 5.7 mm. Dual antiplatelet treatment was administered. The pru level was as per protocol. The angiographic result post procedure showed stasis in the aneurysm. It was reported that all the accessory devices were flushed as per IFU, operator has taken neuronmax long sheath place at the ica origin, navien 5f placed at cavernous segment, <(>&<)> phenom has placed in the left m2. While deploying ped shield at distal segment it has open very well but at terminal ica aneurysmal neck region it won't open, operator had tried 3 times resheathing <(>&<)> replacing technique but no use. At last operator pulled back ped2 in phenom, but at the hub it has got detach in micro, only pusher wire came out. Hence operator taken other phenom 27 <(>&<)> deployed ped3 5x20 very well without any challenges. It was reported the pipeline failed to open in the middle section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron max sheath, navien 5f guide catheter, traxcess guidewire.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361). As found condition: the pipeline flex shield was returned within the inner pouch, inside of a biohazard bag, and a shipping box. The braid appeared to be detached from the pushwire. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal, middle, and proximal braid were fully opened with no damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer report of "failure to open at the middle" was not confirmed, as the braid's middle was fully opened with no damage. Possible causes of failure to open include vessel tortuosity and the user deploying the braid in the vessel bend. However, the customer reported that vessel tortuosity was moderate and the braid was not positioned in the vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as the potential causes. The cause of the failure to open could not be determined. The customer's report of the device opening prematurely was confirmed as the braid was returned detached from the pushwire. The cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the premature opening was not determined. The pushwire was not rotated or pulled back at anytime during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.